Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 260 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment the patient removed the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path, needle mechanism components, bottom housing, and environmental seal found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no evidence of the needle deploying into them. A root cause for the reported unsure properly inserted cannula could not be determined. Inspection of the exterior of the pod revealed a crack in the top housing. This damage would have no effect on the reported event. The exact timing and cause of this crack could not be determined. It could not be conclusively determined if this crack allowed fluid ingress that led to observed corrosion. Corrosion was observed on the top and bottom housing, mechanism rails, pod chassis, all batteries, and the pcb. The pod was unable to be downloaded under its own power. The pod was then hooked up to the source meter for a power source and was still unable to connect to the master pdm. The pcb was then removed from the pod chassis and the corrosion was cleaned off using alcohol. Cleaning the corrosion had no effect and the pod was still unable to pair to the master pdm. This corrosion can be confirmed as the cause of the lower than expected bottom and middle battery voltages. It can also be confirmed as the cause of the data loss. It cannot be conclusively determined if this was a direct result of the observed crack in the top housing.